Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the instrument was blocked and the fan made a strange noise during the intervention phase. Additional information was requested but not received.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer resolved the issue remotely. The system was manufactured on may 14, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).